Event description:
In using an affected test strip related to an on-going field action for abbott's precision family test strips, the customer reported either longer blood fill time or readings issues. There was no report of death or serious injury.

Event description:
It was reported via a trial that the index procedure occurred on (B)(6) 2009. There were two target lesions one in the proximal right coronary artery (rca) with 70% stenosis, a length of 10 mm, and a reference vessel diameter of 3.0 mm. The second target lesion was located in the proximal left anterior descending (lad) with 90% stenosis, a length of 12 mm, and a reference vessel diameter of 3.50 mm. The proximal rca lesion was pre-dilatation and a promus 3.0 x 18 stent was deployed and post-dilatation was done with 0% residual stenosis. The proximal lad was treated with pre-dilatation and a promus 3.50x 18 stent was deployed and post-dilatation was done with 0% residual stenosis. The patient was discharged on (B)(6) 2009 and was prescribed aspirin and clopidogrel. On (B)(6) 2010 the patient was referred for coronary angiography after having complaints of angina on exertion and a positive stress test. Coronary angiography on (B)(6) 2010, 354 days post index procedure, revealed the following: lad (target vessel): culprit 95% in stent restenosis (isr) in proximal lad; second area of disease in mid lad. Rca (target vessel): mild isr followed by second area of restenosis. The isr of the lad was treated with pre-dilatation, deployment of an additional stent and post-dilatation. Post procedure intravascular ultra sound (ivus) revealed irregularity in the distal half of the new stent, which was treated with further post-dilatation with 0% residual stenosis. The subject was discharged on clopidogrel. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information the stent remains in the patient. A follow-up report will be submitted with all additional relevant information. The 3.5 x 18 mm promus (B)(4) is being reported under a separate medwatch report number. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular drug eluting stent in the us. .

Manufacturer narrative:
(B)(4). In this case, there was no reported product deficiency. The reported patient effects of angina and restenosis as listed in the promus instructions for use (IFU), are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.